Event description:
Pt reported obtaining a blood glucose result of 377 mg/dl, while using the suspect device. Pt indicated that, based on this result, pt delivered 12u fast-acting insulin. Pt took a nap, and approximately 2 hours later, awoke experiencing symptoms of hypoglycemia. At this time, pt retested their blood glucose, and received a blood glucose result of 85 mg/dl (although pt reported feeling as if their blood glucose was approximately 35 - 40 mg/dl). While en route to the kitchen, pt fell down a flight of stairs, potentially cracking a rib. Pt believes this was due to hypoglycemia. Pt was able to self-treat low blood glucose by eating chocolate and an orange. At the time of the report, pt was at a medical facility awating an x-ray. Technical support subsequently attempted to contact the pt, to determine the outcome of the exam; however, they were unable to reach the pt. Technical support requested the return of the suspect product and replacement product was shipped.